Event description:
Pt had arterial line placed in left radial in the operating room on (B)(6) 2015, which functional uneventfully during the surgical procedure. Approx 4 hours post-operatively, the waveform was noted to be flat, with no bp reading. Dressing was removed, sutures intact. When removing the arterial line, only the hub came out. The actual catheter was retained in the pts' wrist. Pt was taken back to surgery on (B)(6) 2015 for removal of the retained portion of the arterial line.